Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 6.5, 7.5, 100.5, 125.0, 135.0 and 136.5 cm from the proximal end. The pusher assembly mid-joint was in its initial position within the introducer sheath. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). The pusher assembly mid-joint was measured with a ring gauge (fx7487) and was within specification. Conclusions: evaluation of the returned smart coil revealed a functional device and a kink near the pusher assembly mid-joint. If the device is forcefully mishandled while advancing against resistance, damage such as a kink may occur. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter without an issue. The reported complaint could not be confirmed. Further evaluation revealed additional kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.